Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closing if ileostomy, the device partially fired. To resolve the issue the surgeon had to manually suture the tissue to close the ileostomy.